Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported needle fracture and suction issues, as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2026).

Event description:
It was reported that during a port placement procedure, crack was allegedly found in the luer connector of the puncture needle. It was further reported it was impossible to produce negative suction pressure with the syringe plunger, essential for locating the light of the vein. The procedure was completed using another port. There was no reported patient injury.